Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2022. The customer¿s blood glucose level was over 600 mg/dl at time of incident. The current blood glucose level was 287 mg/dl. Customer experienced symptoms such as feeling sick, confusion. Customer was not using auto mode. The customer was treated with admitted in emergency room. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2022. The customer¿s blood glucose level was over 600 mg/dl at time of incident. The current blood glucose level was 287 mg/dl. Customer experienced symptoms such as feeling sick, confusion. Customer was not using auto mode. The customer was treated with admitted in emergency room. The customer will continue to use the device.